Manufacturer narrative:
Corneal staining.

Event description:
An adverse event form was received from the initial treating eyecare provider's office (ecp) office who saw the patient on (B)(6) 2015. The consumer presented with foreign body sensation, moderate eye redness, mucopurulent discharge and a 1mm marginal corneal ulcer in the right eye (od). The ecp noted contributing factor of overwear of contact lenses. Corneal staining is noted but the extent is not listed. Tobradex was prescribed every hour and the consumer was referred to a corneal specialist and was seen the same day at that office. The medical notes from that exam have been requested but not yet received. It is reported that the event resolved and lens wear resumed.

Event description:
A report was received from an eyecare professional's office that a contact lens tore in the eye which caused a corneal ulcer. Additional information has been requested but not yet received.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).